Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis confirmed the reported issue; the encoder flex was damaged, all four encoder nuts were loose and the encoder could be tipped from side to side. The atrial output connector was broken, the keypad was scratched, and both liquid crystal display (lcd) wires were pinched, but the insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial output knob was not working when turned. The epg has been returned for service. There was no patient involvement.